Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "scan again in 10 minutes" message from the adc device. The customer was unable to activate sensor due to message and experienced a loss of consciousness. An ambulance was called and customer was administered glucagon injection for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following sections have been updated: h10 additional mfg narrative

Event description:
A caregiver reported a "scan again in 10 minutes" message from the adc device. The customer was unable to activate sensor due to message and experienced a loss of consciousness. An ambulance was called and customer was administered glucagon injection for treatment. There was no report of death or permanent injury associated with this event.